Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what color cartridges were used and their location? Green 3rd firing from pylorus. Was buttressing material used? Yes, seamguard . Does the surgeon routinely wait 15 seconds prior to firing? Yes - actually holds 1 minute. Does the surgeon pulse fire or use one continuous firing stroke? Continuous. Were there any hemostasis concerns during initial procedure? No dry. Were there any difficulties with device to include malformed staples? No. What were the preop and post-op hemoglobin levels? 14 to 8. Please provide timeline of events- how long post-op was patient returned to surgery? 20-24 hours. Were blood products required? Yes - transfusion 1 bag. Was the source of bleeding identified in second procedure? Yes spurting blood vessel on staple line. How was the bleeding addressed? 1 clip. What is the current patient status? She is doing fine. She was hospitalized extra 2 days and was a cash paying patient.

Event description:
It was reported that post op of a sleeve gastrectomy procedure, patient was brought back to the operating room and was opened up due to hemoglobin levels dropping significantly.